Event description:
It was reported that the pt had never experienced therapeutic effect. The pt changed from program 1 to program 2. It was later reported that the pt experienced a loss of therapeutic effect. The pt felt no stimulation on program 3 at 8.5 volts, and comfortable stimulation on program 4 at 2.5 volts. It was also reported that stimulation had previously affected the pt's bowels. Additional info received reported that the pt experienced a loss of therapeutic effect. The pt stated there were no falls or body trauma. The pt changed to program 1 at 7.4 volts, and could feel stimulation in the bicycle seat area. It was reported that the pt had an x-ray on (B)(6) 2011, but did not know the results. Additional info received from the hcp reported that the cause of the event is unk, and the pt underwent a lead replacement on (B)(6) 2011. It was reported that the intervention was unsuccessful, and the pt did not require hospitalization.

Manufacturer narrative:
(B)(4).